Event description:
Follow up information received identified the patient underwent surgical intervention and the patient's scs ipg pocket was revised. Reportedly, the surgical intervention resolved the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a burning/pulling sensation at her scs ipg site. The patient stated she turned off the stimulation therapy, but the issue persisted. Surgical intervention may be taken to address the issue.